Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2015 with the following findings: the keypad was peeling and torn above the up key. The contrasts button was completely unresponsive. The up button was intermittently responsive. Contamination was found under the contrast and up button contacts. The display screen was dim and discolored. The battery compartment was cracked below the grip pad. Unrelated to these issues, the audio bolus button was torn, but still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the button contacts were contaminated with moisture, and the display screen was dim and discolored. This report is made based on results of investigation completed on 10/19/2015.